Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was received for this system due to a low shocking impedance measurement. A review of the daily measurements confirmed normal measurement in the 50-60 ohms range over the past year with only one measurement which was out of range. The physician has chosen to have the patient wait for their normal follow up. No adverse patient effects were reported.